Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod8. Upon removal from the packaging, the pusher of a pod8 was found kinked and was not used. The procedure successfully continued using a new pod8.